Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen at an unknown dose and concentration via an implantable infusion pump. It was reported that the patient's pump was alarming and an empty reservoir was displayed on the clinician programmer and she was unable to withdraw anymedication from the reservoir. It was noted that the patient had missed her previous refill appointment but did not seem to have any withdrawal symptoms. The pump was refilled and the issue was reported to be resolved. No symptoms were reported and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the refill hcp's forgot to schedule the patient for a refill appointment. It was reported that the patient was currently being scheduled to have a pump replacement and catheter dye study. The issue was reported to be resolved. No further complications have been reported.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The pump ran dry in (B)(6) 2018. The catheter was tested in (B)(6) 2018 and found to have a break. A full catheter and pump replacement occurred on (B)(6) 2018. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. The pump was delivering gablofen 500 mcg/ml; 50 mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: catheter. UDI#: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. Part of the catheter had broken off and some was floating in the dural sac. No further complications have been reported.